Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12658.it was reported the patient is receiving unintended rib stimulation. Images taken revealed the lead migrated. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12658. It was reported the physician repositioned the leads and added anchors. The patient was reprogrammed and reportedly receives effective stimulation.